Manufacturer narrative:
The customer's reported complaint description of patient experienced thrombosis cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port product was returned to angiodynamics for evaluation since there was no reported port device malfunction or performance issue during use, just patient sae of thrombosis. Thrombosis is cautioned in the device dfu as potential complication for an implanted port system. A device history record (DHR) review could be performed since there was no reported lot number. The legal summons contains the following statements: 44. At the time plaintiff was treated for thrombosis, and at the time his port was removed, plaintiff's medical providers did not express any concern to plaintiff that the smartport was defective in any way. [Page 10]. 45. Moreover, at no time did a medical provider express concern about the smartport, in general, or indicate that plaintiff was experiencing anything unusual as it related to his smartport, nor did any medical provider express that there was anything wrong with the smartport. [Page 11]. These two statements support the clinical assessment at the time of the thrombosis event that the manufacturing of the port device was not deemed to be defective and the sae was an anticipated complication of the port system use. Labeling review: the directions for use (dfu) that is supplied with this port device contains the following statements: warnings: absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Precautions: for peripheral placement, irritation to the vein, resulting in postoperative thrombophlebitis, has been associated with guidewire and introducer insertion. When using percutaneous introducers: to avoid blood vessel damage, do not allow the percutaneous introducer sheath to remain indwelling in the blood vessel without the internal support of a catheter or dilator. If more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interactions. After any infusion, injection or bolus application, the system should be flushed with normal saline for injection or locked with a heparin solution per institutional protocol to prevent thrombotic occlusion of the catheter. Potential complications: use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: these complications are well documented in literature and should be considered when a venous access device is utilized. Air embolism, clot formation, fibrin sheath, infection, inflammation, thromboembolism, thrombophlebitis, thrombosis. Post-operative care: the incision site should be monitored for signs of infection, inflammation, hematoma, device rotation or erosion. Routine wound care should be given to these sites. The smart port CT implantable port may be used immediately after verification of catheter placement. Instruct patient to avoid any heavy exertion or strenuous activity during the first few days after surgery. General guidelines: each access of an angiodynamics smart port CT implantable port should be performed using aseptic technique. Follow institutional universal precautions. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference: (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Plaintiff was diagnosed with cancer in or about (B)(6) 2017. On or about (B)(6) 2017, plaintiff underwent placement of an angiodynamics smartport. The device was implanted by dr. (B)(6) at (B)(6) for the purpose of providing chemotherapy. On or about (B)(6) 2017, plaintiff was treated (B)(6) hospital for prominent swelling of his upper right extremity. Plaintiff was diagnosed as having "right subclavian deep venous thrombosis, secondary to port". Thereafter and on (B)(6) 2017, plaintiff's port was removed by dr. (B)(6) (B)(6) hospital. The preoperative and postoperative diagnosis was thrombosis of the right upper extremity. The operative report also noted that there was a "fair amount of old liquid blood around the port". From the time of the smartport removal, until approximately (B)(6) 2023, plaintiff had no reason to believe or suspect that there was anything wrong with the smartport and believed that any issues he was experiencing were typical of individuals receiving chemotherapy through a port catheter. In or about (B)(6) 2023, plaintiff saw an advertisement on "facebook" involving the port catheter's design and alleged defects that led him to believe his injury could be related to a design defect with the smartport.